Event description:
The customer called and alleged that her bayer meter read 50 mg/dl, while another meter read 122 mg/dl. The difference between the readings falls in the "c" zone of the error grid, making the difference clinically significant. No adverse events were alleged before the customer ended the call. No product will be returned.

Manufacturer narrative:
The product info was not obtained from the customer before the call ended, so it was not possible to determine the MFR date or 510k number. The customer did not provided a phone #, so it was not possible to contact the customer.